Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that a cadd cassette was steadily beeping then a "no disposable pump won't run" alarm occurred on both pumps. Changed over to new cassette to resolve alarm. Had another one with this result last week. During last weeks event, she was off medication for 20-30 minutes and did not feel well during that time being off her veletri until she was able to switch to a new cassette. No further details provided.